Manufacturer narrative:
Getinge field service engineer determined that valve group was faulty. After replacing the drive valve group, the functional parameters of the device were normal and delivered for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) alarm system failed. There was no patient harm reported.